Event description:
Customer using accu-chek compact plus system. Customer states he did 5 readings back to back within 5 minutes on the same meter with results of 206mg/dl, 110mg/dl, 149mg/dl, 131mg/dl, and 110mg/dl. Location of testing was not provided. Quality controls were not run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.